Event description:
It was reported that the right ventricular (rv) lead pace impedance had increased from 361 ohms to 903 ohms. Thresholds had not changed. The device and rv lead remain in service. No adverse patient effects were reported. Additional information was received indicating the high impedance was due to the patient twiddling the lead in the pocket. Subsequently, the patient underwent a procedure to explant the rv lead. During the procedure, while extracting the lead the patient went into pulseless electrical activity (pea) arrest. Compressions were given and the patient stabilized. There was a pericardial effusion requiring a pericardial tap. The procedure was completed and the patient was stabilized. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: patient codes - updated to include twiddlers syndrome.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the right ventricular (rv) lead pace impedance had increased from 361 ohms to 903 ohms. Thresholds had not changed. The device and rv lead remain in service. No adverse patient effects were reported. Additional information was received indicating the high impedance was due to the patient twiddling the lead in the pocket. Subsequently, the patient underwent a procedure to explant the rv lead. During the procedure, while extracting the lead the patient went into pulseless electrical activity (pea) arrest. Compressions were given and the patient stabilized. There was a pericardial effusion requiring a pericardial tap. The procedure was completed and the patient was stabilized. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead pace impedance had increased from 361 ohms to 903 ohms. Thresholds had not changed. The device and rv lead remain in service. No adverse patient effects were reported. Additional information was received indicating the high impedance was due to the patient twiddling the lead in the pocket. Subsequently, the patient underwent a procedure to explant the rv lead. During the procedure, while extracting the lead the patient went into pulseless electrical activity (pea) arrest. Compressions were given and the patient stabilized. There was a pericardial effusion requiring a pericardial tap. The procedure was completed and the patient was stabilized. No additional adverse patient effects were reported.